Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample has not been returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a dialysis cathetar because of chronic renal failure, need to establish long term hemodialysis access. The dialysis catheter for the patient to do the right jugular vein cannulation. After placement of the patient's dialysis catheter flow was poor, and since then repeated similar situations, after many adjustments to the pipe, thrombolysis and other operations can be improved. The current status of the patient is unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported obstruction of flow, suction problem and restricted flow rate issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, d4 (unique identifier (UDI) #), e1, g3, h1, h4, h6 (patient, device, method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter because of chronic renal failure, the catheter was allegedly found to have blockage. It was further reported that catheter was allegedly noted to have aspiration. Reportedly, the catheter flow is poor/ suboptimal. There was no reported patient injury.